Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Transducer was calibrated and the machine met specifications. Root cause category assessed by lab was supplier manufacturing process.

Manufacturer narrative:
This field was blank on previous supplemental MDR, should have included '10/27/2018". (B)(4). Results of investigation: the vyaire failure analysis lab received the suspect vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was able to be confirmed and duplicated in a laboratory setting. The pt 802 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm during patient use. The customer reported that there was no patient harm and the patient was transferred to a back up ventilator.